Manufacturer narrative:
We have not yet received the unit for eval.

Event description:
It was reported that a pt complained of extreme discomfort due to heat from an spo2 probe. Pt identifier unavailable at time of filing.